Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on an unknown date, the patient started noticing that the device was turning on and off when the patient wasn't using their recharger or programmer. It was noted the patient had lost their controller, so they were unable to adjust stimulation and had to use the recharger to turn the ins on and off. It was explained that when they would move/change positions, the device would turn off. The patient reported possibly having scans done to look for a device disconnect. The patient told the rep they would contact patient services on (B)(6) 2020 to request a replacement controller. No further complications were reported or anticipated.